Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Piece of tampon got left behind - vagina [foreign body in reproductive tract]. Piece of tampon got left behind, looks like a piece of rope; part of the string from tampon [device breakage]. Consumer contacted via phone and stated that a piece of the tampon got left behind, it looked like a piece of rope; it was part of the string. No serious injury was reported.